Event description:
The customer reported that a patient was burned during a procedure where the surgeon was using a bipolar forcep (not covidien) with a footpedal (unknown if covidien) and laid the bipolarforcep against the patient's lip and the handle of the forcep caused a burn. The surgeon felt the burn to be minor initially. The medical director advised the burn to be 2nd or 3rd degree. The patient was sent for a 2nd opinion to a plastic surgeon, who sent the patient to a burn specialist. The patient needs speech therapy.

Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.